Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) wasn't working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: to "this is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications." Record trackwise ID # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use was observed and no evidence of blood was present. A visual inspection was conducted. Slight cracks were observed near the extension cable connector port on the power supply causing extension cables to not be able to fit. Due to this the device was not evaluated for electrical testing. Based on the return condition of device and the investigation results, the reported failure mode "failure to deliver energy" was not confirmed and the analyzed failure "break" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) wasn't working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.